Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had magnetic resonance imaging (MRI) performed and the patient's device electrically reset. The pacing outputs increased and the polarity changed from bipolar to unipolar. The device was programmed back to its original settings and remains in use. No patient complications have been reported as a result of this event.